Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the eps01 device was received with the inner tube detached from the shaft sheath. Additionally, the electrode tip was not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected to the test handle. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #: x9543n. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic procedure, the electrode and the shaft came apart during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.